Event description:
The target lesion was the popliteal/distal sfa. The vessel was a cto, heavily diseased and calcified. There was no problems removing the devices from the packaging and the devices prepped normally. While manipulating a frontrunner and microguide catheter, the radiopaque tip became separated from the tip of the microguide catheter and remained lodged in one of the patient's tibial vessels. The physician was unable to retrieve the radiopaque tip. During the same procedure, while removing the sleek balloon from the sheath, the shaft separated on the proximal end, in the vicinity of the hub. Difficulty was experienced while removing the balloon.

Manufacturer narrative:
The complaint received states that during an interventional procedure a frontrunner microguide catheter separated in the patient. The target lesion was the popliteal/distal superficial femoral artery. The vessel was a cto, heavily diseased and calcified. There was no problems removing the devices from the packaging and the devices prepped normally. While manipulating a frontrunner and microguide catheter, the radiopaque tip became separated from the tip of the microguide catheter and remained lodged in one of the patient's tibial vessels. The physician was unable to retrieve the radiopaque tip. During the same procedure, while removing the sleek balloon from the sheath, the shaft separated on the proximal end, in the vicinity of the hub. Difficulty was experienced while removing the balloon. There is no patient specific information available. Per clearstream: it appears that the product was used in a contralateral approach without the support of a guide catheter or a sheath that was sufficiently long enough to cover the re (rapid exchange) port. This was discussed with marketing, and the practice of the marketing associates is to stress the use of an appropriate guide catheter for contralateral procedures during product training. The IFU does state this recommendation. The returned product was investigated and the conclusion is that the breaks occurred outside of the area where a contralateral approach sheath would have offered protect. It also appeared that excessive force may have been applied. The shaft was twisted and kinked and the breaks were not clean and shear. We will report this case to our post surveillance meeting and will monitor the trending of this issue. The complaint of microguide catheter separation was confirmed analysis. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that vessel/lesion and procedural issues may have contributed to the confirmed event. Please note that this report is associated with the previously submitted regulatory report of the frontrunner device in manufacturing report number 9616099-2009-01528. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.